Event description:
It was reported that a patient received a patient notifier for nonsustained lead noise due to intermittent undersensing of pvcs. Reprogramming the device was performed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.